Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. Bg was addressed via a supply change. A system check was performed, and it was found that the customer was using cold insulin. Tandem technical support educated the customer on insulin labeling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.